Manufacturer narrative:
No devices were returned for analysis. Device manufacturing date is unavailable. Concomitant medical products: product ID #: bi71000128; product ID #:bi80000014 ; product ID #: bi71000483. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the manufacturing representative found parts that needs to be replaced during servicing. There was no patient present when this issue was identified. It was later noted that the x-stage cover is bent and was very difficult to remove.